Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unspecified procedure via femoral access, a micropuncture transitionless access set's wire separated. Access was obtained via seldinger technique, and the wire was advanced through the access needle. Upon removal of the needle, the tip of the wire reportedly separated in the common femoral artery and could not be removed. The wire fragment was left in the patient. Per the reporter, the patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 27aug2025. Ultrasound-guided access was obtained, and blood return was noted upon insertion of the access needle. The access site was normal. Correction: d4 (UDI): investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A review of the device history record (DHR) and complaint history found no discrepancies or additional relevant complaints on the lot or subassembly lot. The product instructions for use (IFU) caution the user, ¿do not withdraw the wire guide through the introducer needle; breakage may result. If the wire guide tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU, suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that component failure, unrelated to manufacturing or design deficiencies, contributed to this incident. It is unknown whether the wire guide was pulled or manipulated backwards, or if it was removed through the entry needle. Additionally, it is unclear if there was resistance during the insertion or removal of the needle or wire. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: phone = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure via femoral access, a micropuncture transitionless access set's wire separated. Access was obtained via seldinger technique, and the wire was advanced through the access needle. Upon removal of the needle, the tip of the wire reportedly separated in the common femoral artery and could not be removed. The wire fragment was left in the patient. Per the reporter, the patient did not require any additional procedures or experience any adverse effects due to this event.

Event description:
Additional information was received 27aug2025. Ultrasound-guided access was obtained, and blood return was noted upon insertion of the access needle. The access site was normal.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.